Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062912. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024 a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). On 20 mar 2024, the patient experienced pain in the stoma with yellow fluid discharge. On the 21 mar 2024, the patient went to the hospital and a culture revealed an unspecified microbe, in which the patient was prescribed 500mg of oral zinadol every 12 hours for one week. The gastroenterologist who examined the patient at the hospital found that the stoma site had opened slightly in diameter, resulting in the discharges of yellow fluids and food. The gastroenterologist made stitches to the stoma site to reduce the diameter. Stitches were also tied around the peg tube for stabilization in which the peg tube cannot be mobilized. The gastroenterologist informed the patient that the stitches would not need be cut and would fall off on their own in about ten days. The patient's spouse reported that the stitches fell out at 12 days and the peg tube was being mobilized with no problem. At the time of report, the stoma site was clean with no pain.